Event description:
It was reported that this implantable device exhibited loss of capture on the right atrial (ra) lead. Subsequently, a revision procedure was performed and the device was explanted, while the ra lead was surgically abandoned. Both products successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable device exhibited loss of capture on the right atrial (ra) lead. Subsequently, a revision procedure was performed and the device was explanted, while the ra lead was surgically abandoned. Both products successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.